Manufacturer narrative:
Inspection of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at the emergency department on (B)(6) 2026 hyperglycaemia while wearing the pod between 5 and 24 hours. The patient reported that when they placed a new pod on (B)(6) 2026 and when they woke up on (B)(6) 2026, their blood glucose levels measured 26 mmol/l (468 mg/dl). Reported symptoms include thirst, malaise and vomiting. The patient reported that they administered a bolus before going to the hospital, however this did not bring them within range, they also removed the pod and replaced it with a new one. The patient reported that when they were in the hospital, their blood glucose levels rose to 50 mmol/l (900 mg/dl). The patient was treated with intravenous fluids, 10 units of insulin administered with a syringe to the abdomen. The patient was released 4.5 hours later, on the same day and was able to maintain their blood glucose levels in range with the new pod.